Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no external defect was found. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6)2014 receiver buttons did not respond. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.